Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) reiterating that their device malfunctioned after going through a scanner. They went three weeks without being able to charge the implantable neurostimulator (ins). A manufacturer representative (rep) was able to 'get it going' again. The pt states that the 'wand' the rep used in the operating room during the device replacement 'couldn't pick up anything' from the alleged ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that they were unable to interrogate the implantable neurostimulator (ins) as it was dead and nothing showed up on the tablet. They stated the battery was replaced.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). Patient reported she works for a male prison and they have a body scanner that is very strong to see inside the body and she has to go through that scanner for work. Patient stated the scanner caused her stimulator to stop working and she had to get the stimulator replaced on (B)(6) 2026. Patient stated the manufacturing representative (rep) came and checked the stimulator when it stop working and they could not see the stimulator in the body because the body scanner did something to the implant. Patient stated she spoke with her healthcare provider (hcp) office and hcp office gave her a letter stating she should not go through the body scanner at her work and to provide that letter to her employer which she did. Patient stated her employer told her they called us and was told patients are able to through security systems. Patient stated she received the patient manual today and read the guidelines for the security system. Patient asked for a letter to provide to her employer. Patient stated she doesn't want the same thing to happen to the new stimulator. Agent reviewed security system from the patient manual. Agent reviewed we do not have a specific letter to sent out. Agent reviewed agent role and recommend patient consult with hcp office and patient got escalated and asked for agent's full name, the president, and ceo. Patient stated she is going to contact her lawyer. Agent did not ask for manufacturing representative (rep) name due to patient escalation. (B)(6) 2026 (B)(4) (con): the reason for call was pt reported that this is their second stimulator that was put in and there is a scanning machine in prison that they had to go through on a daily basis. Pt said the lady at the doctor's office gave them a note saying they could not go through a body scanner and they gave the note to the warden. Pt mentioned they called in last wednesday and they were sent some paperwork but it doesn't say in the paperwork they could go through a body scanner on a regular basis. Pt said they went to the airport scanner and never hurt them but going through a body scanner on a regular basis, that's when they have a problem. Pt mentioned the last time they had to go through the body scanner, their stimulator malfunctioned, quit working and had to be replaced. Pt was already escalated and insisted to get a note stating they could not go through a body scanner on a regular basis then call got disconnected. Due to aggressive nature of call, agent did not call the patient back and did not gather sr details.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.